Manufacturer narrative:
The customer did not respond to multiple contact attempts from a medela clinician. However, on (B)(6) 2016, she emailed a medela complaint handler and reported that her allergic reaction had resolved but that she had a yeast infection on her breast. The yeast infection was treated with two doses of diflucan and she stated that she has had no reoccurrence of the allergic reaction or yeast infection. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast infection. Reported issues of yeast infection are under investigation in (B)(4).

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that they had experienced an allergic reaction to the breast shields for her symphony breast pump.